Event description:
During a balloon septostomy procedure, the balloon of this device ruptured and sheared off and part of the balloon may remain in the pt. There was no medical or surgical intervention required. The pt is in stable condition and the device is being returned for co's analysis.

Event description:
During a balloon septostomy procedure, the balloon of this device ruptured and sheared off and part of the balloon may remain in the pt. There was no medical or surgical intervention required. The pt is in stable condition and the device is being returned for co's analysis.